Event description:
When a generator was received by the MFR after explant, it was found programmed to settings that are characteristic of a interruption of system diagnostic test. It is unk if the interruption of system diagnostic test occurred at explant surgery or prior to surgery and if it was intentionally left at those settings. Good faith attempts for more info have been unsuccessful to date.